Event description:
It was reported that during a lap colon procedure, the device clips scissored. The site used a similar device to complete the case. No pt consequence was reported.

Manufacturer narrative:
.